Event description:
It was reported that the patient programmer (pp) and implantable neurostimulator recharger (insr) weren¿t communicating with the implantable neurostimulator (ins). A communication problem was reported. The patient was asked to place the insr antenna over her implant and press the start charge button. The patient reported seeing the reposition antenna screen which started the day of the report. The patient was asked to try synching with the ins using her patient programmer (pp) and the patient reported seeing the poor communication screen which started the day of the report. The last time she charged was four days prior to the report. The patient was not feeling stimulation. When asked when she stopped feeling stimulation the patient reported she used it a week ago. It was noted the patient had been told in the past what buttons to push to get the battery started but it was recommended this be done in a clinical setting. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).